Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, product type lead, ubd: unknown, UDI#: unknown, this regulatory report is being submitted due to retrospective review through CAPA 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced electrode adhesions, which were related to the procedure. The event, classified as moderate, required surgical intervention on (B)(6) 2022, during which the electrode adhesions were released, and the presence of a lipoma or seroma was ruled out. Steatonecrosis around the lead cable was also identified and addressed during the procedure. Medication was administered as part of the corrective actions. The issue was noted as resolved without sequelae as of (B)(6) 2022. No further complications were reported or anticipated.